Event description:
During a coronary stent procedure of a pre dilated rca lesion, the physician experienced difficulty crossing the lesion and elected to retract the delivery/stent device back into the guide catheter. The stent dislodged during retraction and attempts to snare were unsuccessful. The entire system was removed and the physician was able to successfully retrieve the stent with a snare. The pt returned the next day for successful placement of another manufacturer's stent.